Manufacturer narrative:
On 14-aug-2023, bwi received additional information regarding the event. The medical team did not believe that there were any lifted or damaged electrodes. They were also unable to further specify as to the damage of the tip damage. E1 initial reporter phone: (B)(6). The e section physician information has been updated as well. On 5-sep-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-oct-2023, the product investigation was completed. It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the tip has rolled up when inserted into the patient's skin. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device were performed following bwi procedures. Visual analysis revealed that the soft tip was not broken but scratches on the surface was observed. The scratches tip condition could be related to the issue reported by the customer and causing by an excessive force or the size incision into the patient's skin. However, this cannot be conclusively determined. A device history review was performed for the finished device 00002298 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed, since the scratches observed during the analysis in the lab, could be related to the issue reported by the customer. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the tip has rolled up when inserted into the patient's skin. No patient consequences were reported. No further details were provided. A follow-up is in progress. The rolled up/damaged tip is MDR-reportable.